Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The reported issue could not be confirmed as the computer booted normally to application screen. Computer passed all tests. No fault found.

Event description:
A medtronic representative reported that while outside of procedure, the navigation system was becoming unresponsive and the cart was rebooting without any prompt from user. The emitter does chirp when the system powers down. It was reported that the emitter stays on when the system shuts down. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.